Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the customer had hard time opening the battery compartment . The customer¿s blood glucose was 119 mg/dl. Customer is trying to change the battery of the pump. Troubleshoot was performed for battery cap. Customer states they are unable to remove the battery cap on their pump. Customer states they were not able to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump received with no button response at escape, act, up and down due to unlocked lcd keypad connector during visual inspection.